Manufacturer narrative:
The device was subjected to visual inspection, battery measurement, and electronics testing. The evaluation determined that the issue was caused by an electrical short. Based on the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Prior to an implantation, error messages were displayed on the programmer when the pump was inquired. The pump was never removed from the sterile packaging and will be returned for evaluation.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
The device was returned for evaluation.